Manufacturer narrative:
Model number / catalog number: sc-2352-50, serial number: (B)(4), batch / lot number: 18967998/20593488, model / catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had pain at the ipg site. The patient underwent an explant procedure.